Event description:
It was reported via clinic notes for a patient's referral for generator replacement that the patient's vns device has a low battery warning and the patient has had four seizures recently. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, including dates: corrected data; initial MDR inadvertently submitted incorrect impedance value.

Event description:
Information was received that the neurologist does not feel that any increase in seizures are battery related, and that the patient still has some increases at times with family and other outside stressors. It was stated that he seizures seem to be in the patient's usual baseline with good control at periods and slight increases with stressful situations. No additional relevant information has been received to date.